Event description:
Patient desat due to ventilator unable to maintain correct fi02, staff used bag mask ventilation (bmv) to increase spo2, and changed ventilator out. Patient vital signs stable (vss) post event. No residual events/effects observed. Patient tolerated new vent, and maintaining acceptable vitals. Ventilator taken to equipment room and tagged for inspection. Equipment manager informed via email of event.